Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for an 80-year-old female patient. It was noted that the samples came from an outside sampling center. The patient went to the emergency room at another hospital and the potassium result was normal. The following data was provided: customer¿s normal range: 3.5 to 5.10 mmol/l. On (B)(6) 2024 sid (B)(6) results (B)(6) = 7.36 (plasma), 7.35 mmol/l (plasma), 7.76 mmol/l (serum) (B)(6) 2024 result from another hospital = normal (no specific value provided). The customer repeated the samples the next day and the potassium results remained elevated. The following data was provided: (B)(6) 2024 repeat results (B)(6) = >10 mmol/l (serum), 9.12 mmol/l (plasma), repeat results (B)(6) post ict module replacement = >10 mmol/l (serum), 9.66 mmol/l (plasma), repeat result on another instrument (c803158) = >10 mmol/l (serum), 9.47 mmol/l (plasma), there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The ict sample diluent is used for analysis of electrolytes on the architect c8000 processing module. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the complaint lot performs as expected for this product. A review of the trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations related to the current complaint issue. The historical performance of the ict sample diluent reagent lot 36567un22 in the field was reviewed using data gathered from customers worldwide. The patient median result for the complaint lot is within the established limits which indicates that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the ict sample diluent, lot number 36567un22 were identified.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for an 80-year-old female patient. It was noted that the samples came from an outside sampling center. The patient went to the emergency room at another hospital and the potassium result was normal. The following data was provided: customer¿s normal range: 3.5 to 5.10 mmol/l. On (B)(6) 2024, sid (B)(6), results (B)(6) = 7.36 (plasma), 7.35 mmol/l (plasma), 7.76 mmol/l (serum) on (B)(6) 2024 result from another hospital = normal (no specific value provided). The customer repeated the samples the next day and the potassium results remained elevated. The following data was provided: on (B)(6) 2024 repeat results (B)(6) = >10 mmol/l (serum), 9.12 mmol/l (plasma). Repeat results (B)(6) post ict module replacement = >10 mmol/l (serum), 9.66 mmol/l (plasma). Repeat result on another instrument (B)(6) = >10 mmol/l (serum), 9.47 mmol/l (plasma) there was no impact to patient management reported.